Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided for reporting. Device is not distributed in the united states, but is similar to device marketed in the USA (band-aid unspecified USA). This report is for (range - adhesive bandages ap unspecified (B)(4)). Upc# is not available. Device is not distributed in the united states, but is similar to device marketed in the USA (band-aid unspecified USA babgenus). (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA (band-aid unspecified USA babgenus ). Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on november 30, 2017. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a consumer used range - adhesive bandages for the first time, to cover a scratch on her hand starting from (B)(6) 2018 on one spot which stayed on the skin for 4 days. It was reported that the device has caused her hand to have an allergic reaction on (B)(6) 2018. The skin became red, inflamed and blistered. It was itchy and sore. Consumer took the device off, visited an hcp for treatment and hcp had recommend alcon cream for treatment. Consume also used aloe vera syrup from the garden plant.

Manufacturer narrative:
Johnson & amp; johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & amp; johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & amp; johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & amp; johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Corrected data: lot number: 3347c. UDI: (B)(4). Device history records review was completed for (band-aid advanced healing spot 10ct ap 9300607179897). No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on november 30, 2017. If information is obtained that was not available for the follow-up #02 medwatch, an additional follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Brand name, common device name, manufacturer name, city and state: this report is for (band-aid advanced healing spot 10ct ap 9300607179897). Device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338). UDI: (B)(4). Lot number: (10)3347c6022144. Date rec¿d by MFR: device is not distributed in the united states, but is similar to device marketed in the USA (band aid brand hydroseal bandages all purpose 1ct USA 381371175338). Corrected data: brand name. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.